Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, it was observed that the device came through the irrigation hole and the tip of the sheath was observed deformed. A device history record evaluation was performed for the 60000642 finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and during the operation, the tip of the device was found to have been damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received which indicated that the guide wire was sent to the side hole, and when it was sent into the inner sheath, it punctured the adjustable curved sheath. There was no difficulty experienced while maneuvering the catheter.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 04-jul-2025. It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a vizigo and during the operation, the tip of the device was found to have been damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received which indicated that the guide wire was sent to the side hole, and when it was sent into the inner sheath, it punctured the adjustable curved sheath. There was no difficulty experienced while maneuvering the catheter. Device investigation details: a visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed that the distal holes of the tip were found expanded; however, no broken areas were observed. No other damage or anomalies were found. A device history record evaluation was performed for the 60000642 finished device, and no internal actions related to the reported complaint condition were identified. The tip issue reported by the customer was confirmed. The potential cause of the damage on the tip could be related to the guidewire leading the dilator to exit through the sheath¿s distal holes during the procedure; however, this cannot be conclusively determined. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).